Event description:
It was reported that, "the x-ray revealed a broken tibial bearing component."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.